Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. While in the lesions, the catheter wound up on itself and the wire. All devices were removed from the patient`s body and the lesion was rewired with a new wire. Ivus was discontinued and the procedure was completed with a different device. There was no harm to the patient.